Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. A review of the manufacturing records did not present any irregularities during the final packaging inspection process. It should be noted that with such an irregularity on the external packaging, the products would have not been released for distribution. Therefore, it is concluded that the observed issue was most probably generated during transportation. Corrective actions are on-going in order to reduce the occurrence of packaging damaged during the whole transportation cycle.

Event description:
Reportedly, on december 22th, a shipment from saluggia was received to barcelona whs, order 4600063519 and dn 4100569534. During the visual inspection of the received devices (shipping list attached), the local whs personnel observed the following two (2) devices in bad conditions: borea sr 1200, sn 1(B)(4) , the cardboard outer packaging was totally unsealed, kora 250 dr, sn 231be3c7, with the corner knocked (pictures attached). The transport carton box showing that the corner is knocked too.